Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not powering on. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not powering on. The customer attempted to change power cords, but the device was still not powering on with the device connected that the alternating current (ac). The customer reported that the device is only shown running on battery. During troubleshooting, the rse provided the customer with instructions to resolve the issue. The customer found that there is no ac voltage present coming in from ac inlet. The customer was provided with the part number for a replacement ac inlet. Investigation is ongoing.

Manufacturer narrative:
The customer contacted philips to follow up on the issue and reported, that after the customer replaced the power supply, and while connecting the device to an alternating current (ac), the device powered on. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.